Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported, that the patient presented in the hospital. Experiencing redness, swelling and discharge from the device pocket. It was noted, that a part of the system eroded resulting in an infection. It was unknown, which part of the system eroded. The full system, including the implantable cardioverter defibrillator (ICD), the atrial (ra) lead, the left ventricular (lv) lead and the two right ventricular (rv) leads was explanted. Following the extraction, a temporary lead was implanted. And the patient was placed in antibiotic treatment. The patient was in stable condition.

Manufacturer narrative:
Correction for h10.